Manufacturer narrative:
The product was returned for analysis. A supplemental report will be issued when findings are available.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted. The lead exhibited high out of range pacing impedance measurements after it was first placed in the atrium. The device was removed prior to pocket closure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted. The lead exhibited high out of range pacing impedance measurements after it was first placed in the atrium. The device was removed prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The complaint investigation conclusion code is no problem detected.